Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error and cannot be rewound. The customer¿s blood glucose level was 436 mg/dl at the time of the incident and had manual injections as a back up. The customer also reported a motor position encoder error. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no motor position encoder error alarm noted during test. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.